Event description:
It was observed that during the device evaluation, the camera head exhibited poor color image due to a faulty charged coupled device, as well as a damaged connector seal. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.